Event description:
It was reported the system intermittently failed to boot up and a saved images failure error message was displayed. There was no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.